Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported the pated had stated the patient programmer (pp) was not working as they had turned their device on for first time and were trying to make adjustments and got call your doctor icon with power on reset (por) message. The patient was implanted yesterday. Troubleshooting could not be done due to the type of error which could not be cleared. The patient noted they had called the manufacturer representative (rep) who told them to call in. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.